Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor device ruptured just after it was connected to a patient. The device was not filled beyond its maximum volume. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a multirate infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA number idc-CAPA-(B)(4).